Manufacturer narrative:
The pump data logs were reviewed and it was identified that no occlusion alarms had occurred on the event date. H6- 2423 code removed, 2993 added. Product problem changed to "no".

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) above 800 mg/dl and diabetic ketoacidosis (dka) resulting in a hospitalization. Dka was described as dangerous by healthcare provider. Suspected cause of bg/dka was unknown. No issues were observed with the cartridge, infusion set tubing or infusion set site in use at time of the event. The pump history was reviewed and the following was observed: occlusion alarms, incomplete bolus alerts and a site change reminder. Customer was treated via intravenous insulin and fluids/electrolytes. Customer was released from the hospital two days later with the issue resolved and no permanent damage.